Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that following tapping the demo data on the screen in the patient data selection, the monitor screen kept showing an image indicating reading and the process could not be proceeded. The system was rebooted, and the startup was reattempted but the screen showed the attached image. Unknown trouble shooting was performed and the issue was resolved.